Manufacturer narrative:
An event of right bundle branch block, atrioventricular block and complete heart block were reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a 29mm portico tavi was implanted on (B)(6) 2022. The patient had pre-existing right bundle branch block (rbbb) and 1st degree atrioventricular (av) block that transitioned to complete heart block. Post procedure, the physician determined the need to implant a permanent pacemaker due to the patient's rhythm prior to the implant procedure. Patient stable, no additional information was provided. (B)(4).

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.